Event description:
The cardiac consultation from the physician on the date of the event indicates the patient has known ischemic cardiomyopathy status post previous massive myocardial infarction with severe left ventricular dysfunction. She has evidence of sinoatrial dysfunction with a history of atrial flutter and is status post coronary bypass surgery 7 years ago. She underwent an ICD implant via the right subclavian approach over 2.5 years ago. She had an aberrant left subclavian that went to the coronary sinus and thus the device was placed on the right. She was readmitted 2 months post ICD implant, with an ICD malfunction and underwent intraoperative evaluation which seemed to be related to a loose setscrew. The patient was later readmitted with recurrent dizziness and found to have a pacing malfunction. The pacing lead appeared to have a fracture and thus a new ventricular pacing lead was inserted over 2 years ago. The defibrillation coils appeared to be intact. Since that time, the patient has been fairly stable from the cardiac standpoint. However, over the past couple months she has had weakness and a falling spell, possibly syncope. The past couple of days she has been very weak and has had intermittent dizziness along with a near syncopal episode. This morning her ICD went off and she came to the emergency room. The ICD evaluation has demonstrated lower sensing of the device with inappropriate shocks suggesting probable lead fracture. The defibrillation lead has been turned off and the patient has now been programmed to doo (dual pacing, no sensing, no inhibition). There is no evidence of any underlying rhythm. Ventricular pacing capture threshold was 1.5 volts at a pulse width of 0.5, lead impedance was 418. The patient underwent removal of a fractured fidelis ICD lead, re-implantation of ddd (dual pacing, dual sensing, dual inhibition) ICD and new lead.

Event description:
The cardiac consultation from the physician on the date of the event indicates the patient has known ischemic cardiomyopathy status post previous massive myocardial infarction with severe left ventricular dysfunction. She has evidence of sinoatrial dysfunction with a history of atrial flutter and is status post coronary bypass surgery 7 years ago. She underwent an ICD implant via the right subclavian approach over 2.5 years ago. She had an aberrant left subclavian that went to the coronary sinus and thus the device was placed on the right. She was readmitted 2 months post ICD implant, with an ICD malfunction and underwent intraoperative evaluation which seemed to be related to a loose setscrew. The patient was later readmitted with recurrent dizziness and found to have a pacing malfunction. The pacing lead appeared to have a fracture and thus a new ventricular pacing lead was inserted over 2 years ago. The defibrillation coils appeared to be intact. Since that time, the patient has been fairly stable from the cardiac standpoint. However, over the past couple months she has had weakness and a falling spell, possibly syncope. The past couple of days she has been very weak and has had intermittent dizziness along with a near syncopal episode. This morning her ICD went off and she came to the emergency room. The ICD evaluation has demonstrated lower sensing of the device with inappropriate shocks suggesting probable lead fracture. The defibrillation lead has been turned off and the patient has now been programmed to doo (dual pacing, no sensing, no inhibition). There is no evidence of any underlying rhythm. Ventricular pacing capture threshold was 1.5 volts at a pulse width of 0.5, lead impedance was 418. The patient underwent removal of a fractured fidelis ICD lead, re-implantation of ddd (dual pacing, dual sensing, dual inhibition) ICD and new lead.